Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient. Block h2: correction correction to h6 device code, imdrf a090208 poor quality image added h10 device analysis: the returned exalt model d scope was analyzed, passed all tests performed, and exhibited normal device characteristics. The reported event was not confirmed. The exalt model d scope was visually inspected. No evidence of any damage or defect was observed on the shaft or tip of the device. The tip of the device was visually analyzed and no issues were observed with the lens, elevator or working channel and irrigation lumen exits. No fluid or fogging was observed inside the lens assembly, unknown residue was observed on the outside of the lens. The device image was tested by plugging the umbilicus connector into a controller. A live image was displayed with small round artifacts on the monitor, likely due to the residue on the outside of the lens. The scope was articulated and tested for elevator actuation using the knobs and thumb lever on the handle; no functional issues were identified. An orca a/w valve buttons was installed into the a/w valve port on the exalt handle. The collar of the button fit flush with the scope valve collar with no issues. Irrigation and insufflation were functionally tested with a live image on the monitor by attaching a hydra water bottle cap to a filled water bottle and the fluidics port on the exalt umbilicus connector. Three cycles of insufflation and irrigation were performed, and no fluidics or image issues were noted. The scope was submerged in a beaker of water an insufflated to agitate and no image issues were observed. After fluidics testing, the image became clear and the lens was inspected after fluidics testing; no fogging or fluid ingress into the lens assembly was observed, and the external residue had cleared during testing. With all the available information, boston scientific concludes the reported event was not confirmed. It is possible that factors external to the device caused or contributed to the reported visualization issue, such as procedural residue or visual obstructions during use, however, the reported visualization loss and fluid in the lens was not observed during testing. Therefore, the investigation conclusion of the reported event was determined to be no problem detected. The device history record (DHR) confirmed that the device met all material, assembly, and performance specifications. A review of the device instructions for use (IFU) was completed and did not reveal any evidence of device misuse, off label use, or failure to follow instructions.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the scope lost visualization due to fluid under the lens. The procedure was successfully completed with another exalt model d scope. No patient complication was reported as result of this event.

Event description:
It was reported to boston scientific corporation that an exalt model d scope was used during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2023. During the procedure, the scope lost visualization due to fluid under the lens. The procedure was successfully completed with another exalt model d scope. No patient complication was reported as result of this event.

Manufacturer narrative:
Block h6 (device codes): problem code a06 captures the reportable event of loss of visualization inside the patient.